Manufacturer narrative:
Age at time of event 18 years or older.

Event description:
It was reported that a patient death occurred. The patient presented with acute myocardial infarction, cardiogenic shock, left ventricle (lv) dysfunction, right ventricle (rv) dysfunction. A coronary angiogram (cag) revealed triple vessel disease and the patient was referred for an emergency percutaneous transluminal coronary angioplasty (ptca) to the right coronary artery (rca) and a left circumflex (lcx) artery. It was noted that the patient condition was bad when admitted for the emergency ptca. A 28 x 2.75 promus premier select stent was deployed in the rca, and a 20 x 2.75 promus premier select stent was deployed in the lcx. The procedure was completed. After 8 hours, post procedure, the patient developed reinjured cardiac arrest. There was an attempt to revive the patient's life, but unfortunately, the patient passed away.